Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges worsened sleep apnea, coughing, sinus infections. The patient did not state whether medical intervention was required. Three attempts to contact the customer for additional information were unsuccessful. The device was returned on 03/03/2022 under ra 310476301 in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was sent to a third party service center for evaluation and servicing. If any additional information is received, a follow up report will be filed.